Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late and rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿felt weird lumps¿ and ¿rupture¿, "probable tiny cyst in the left breast ", "the region of interest in the lower inner quadrant corresponds to a pocket of fluid." The device remains implanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown and silicone migration.

Event description:
A patient reported they experienced the events of ¿felt weird lumps¿ and ¿rupture¿, "probable tiny cyst in the left breast ", "the region of interest in the lower inner quadrant corresponds to a pocket of fluid." The device has been explanted. Healthcare professional reported capsular contracture baker grade unknown and "contents leaking into my body".